Manufacturer narrative:
(B)(4). Device was received (batch number: (B)(4))and visually inspected. Small dent noted on the side of the device near the top of the column portals. Functional testing was conducted. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. The column to bottle and the bottle to column dump valve opened and closed freely. Temperature probes were connected to manage circuit temperature. The concha smart neptune was set at 37 deg.c., and run for one hour without interruption as the column successfully provided the correct amount of moisture into the dual limb heated circuit. The buildup of heavy rainout in the circuit was evidence of the column providing the necessary moisture. Tests confirmed that the low water warning was working. The device history record review(batch number received) showed no issues or discrepancies were found which could potentially relate to this complaint. The complaint cannot be confirmed. During investigational testing the column performed as intended with no deficiencies noted. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges that "the column had water inside but was not humidifying the baby at all." Alleged defect was detected during use. No harm or injury to patient reported.